Manufacturer narrative:
This was a male patient with acute myeloid leukemia who was admitted to hospital for chemotherapy in 2007; he had subclavian vein thrombosis and low platelets and developed a chest infection. Two months later, he was admitted to intensive care due to a neutropenic sepsis from a staphylococcus aureus. At this point, he was on menoperan and amibizona in terms of drugs. At 16.00, his condition declined and he was intubated, ventilated and noradrenalin was started, he had capillary leak syndrome, metabolic acidosis and was having his cardiac output monitored. At 20.00, there were discussions with the relatives on the serious condition of the patient. The next day, the patient continued to deteriorate and the relatives were approached to inform them that there it could be worth trying haemofiltration although the patient was still likely to die. The relatives agreed that it would be worth attempting. At 18.00, the prisma machine would not prime and failed the prime test with no recorded reason. Then, the patient's treatment commenced on a second prisma machine and continued until 00.50, when this machine turned off and would not restart. At 01.30 the first machine (prisma s/n pr03097) was tried again, but failed to prime. There was no error code recorded and the 24 hour help line received no call related to failures to prime this machine. At 05.30, the patient's treatment recommenced on a third prisma machine transferred from conquest hospital. The patient's condition had further deteriorated and flows from the catheter were limited and maximum flow rates were not achieved as desired. The machine had numerous transmembrane pressure alarms and treatment was stopped at 07.47. The patient passed away at approximately 09.00. On gambro inspection of the two prismas, four days later, both machines ran without problems for three and two hours respectively without any adjustments made since their use on the patient. Prisma machine then had the blood pump rotor replaced as there was a hinge pin out of alignment and has been left as functional on the site in agreement with the hospital. The blood pump rotor replacement had no impact on treatment. Prisma machine has been removed from the site to gambro's workshop for testing in agreement with the hospital. However, the machine displayed no apparent power supply problems that would lead to it switching off on site, when it was run on the hospital site. Gambro investigation determined that the patient's conditions had deteriorated significantly and the blood flow compromised the replacement flow rate that could be achieved resulting in transmembrane pressure (tmp) alarms. The hospital technician recorded the events for this machine. The tmp alarms continued until it was decided that the patient was not going to improve and the machine was switched off and the patient allowed to pass away. The treatment was being carried out in desperation on a very sick patient. However, the treatment did improve the patient's blood pressure and the inotrope dose was reduced. According to gambro investigation, the prisma machines would not have caused or contributed to the patient death. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability. Gambro prisma haemodialysis set manufacturer also submitted their MDR # 8010182-2007-0004 for this event.

Event description:
The customer reported that during a treatment, the patient passed away while on the prisma machine.